Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery. The blood glucose reading was 400 mg/dl, which was treated with a manual injection. The customer stated that upon removal of the infusion set, he found that the cannula was bent. He reported that the alarm was resolved by a complete set change, although he declined to return the reservoir and the infusion set for analysis. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.